Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter detachment occurred. A expo guide catheter was selected for use. During a procedure, the physician placed the catheter in the radial artery. Subsequently, he torqued the device several times due to extreme tortuosity and the device came apart in the artery, it broke in two pieces. The physician used a snare to retrieve the broken pieces. The case took 2 hours so the patient had to be brought back to be catheterized. No patient complications reported and the patient's condition is fine.